Event description:
Staff reported the automatic hem-o-lok was not working properly. This device was sent to clinical engineering for evaluation. It appeared that the clips were not fully discharging from the clip applier, creating a jam for further clip use. There was not harm to the patient and the procedure was completed as planned. Per site reporter: the device will be returned for failure analysis. The manufacturer has reached out with further questions regarding the event.